Manufacturer narrative:
Additional information was received that upon explant the physician decided not to return this device to boston scientific. Should additional information become available this event will be updated and resubmitted.

Event description:
Boston scientific crm received information from the local field clinical specialist (fcs) who was not present during the event report. The fcs reported that this device was implanted in 2005 in a pacemaker dependent patient. Approximately seven months ago during routine follow-up, the battery status for this pacemaker was good, 90 bpm, and 1.5 years remaining. The cardiac nurses elected for another visit within six months and when the patient returned, the battery status was end of life (eol), 85 bpm, less than 0.5 years remaining, and the device was in vvi-50 mode. No adverse effects were reported. This device is not included in any advisory population. The device was explanted and replaced on the same day of the incident, and the device will be returned for analysis. Implant date = (B)(6) 2005, explant date= (B)(6) 2010.

Manufacturer narrative:
Upon completion of the analysis, or if additional information becomes available, a final report will be submitted.